Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported by the hcp that the patient stated the ins is not working. The caller is in the emergency room and notes she wants to save the patient a trip to the emergency room so they reached out to the doctor's office and the doctor is not in. It was reviewed back to the caller that the device is at .8 years of age and may indeed simply be at end of service but they can't know for certain without records or interrogation. It was reported to be sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.